Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's daughter called to report hospitalization due to low blood glucose. The current blood glucose reading is 60 mg/dl. The paramedics were called to the residence. The blood glucose reading at the time of the event was 30 mg/dl. Caller stated that the customer did not eat. During troubleshooting, programming is correct. Manual priming is correct. Displacement test passed. Nothing further reported.